Event description:
A product liability claim was raised. It was reported that the pt was implanted an allofit generic on (B)(6) 2005. To date, the pt has not been revised. It was reported that the pt received products which were implanted to a pt in 2005 and 2007. According to the attorney, these products were part of a recall in 2010. No specific problems reported. In addition though, it was alleged that the pt has problem with her hips.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. No product was returned for eval. Review of the device history records was also not possible as the item numbers and/or lot numbers were not provided. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l info become available and/or the device be returned for eval and an investigation result be available, an amended medical device report will be submitted. (B)(4).